Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
New information received notes that surgical intervention was performed on an unknown date. No further patient consequences were reported.

Event description:
It was reported that a patient presented with premature batter depletion noted on the patient's pacemaker. No intervention was reported and the patient was stable throughout.